Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the helix on the right atrial (ra) lead would not deploy, even after many rotations. The lead was not used and another lead was implanted, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.